Event description:
It was reported that during a da vinci assisted hysterectomy benign surgical procedure, the system displayed a non-recoverable fault twice over the last 10 minutes. Prior to contacting intuitive surgical inc. Technical support engineer (tse), the operating room (or) team rebooted the system on these both occasions. However, the surgeon was afraid to continue with the procedure under this condition. While tse was trying to review the error logs, the error reoccurred again. Tse was able to identify several errors associated with a communication issue on set up joint (suj) 1. The or team rebooted the system and continued with the procedure as planned using 3 arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. There were no errors observed when the system was initially powered on. Although the surgeon was unable to resolve the reported issue, the surgeon was able to complete the procedure successfully with 3 arms. The hospital declined to provide patient related information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Following advice and diagnostics from isi technical support engineer, fse replaced the proximal set-up joint (serial# (B)(4). Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the procedure date of (B)(6) 2022 using system# sk4371. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The unit was moved to the patient side cart (psc) fixture test platform (pftp) machine and passed all tests. Further investigation was done by looking through logs and non-recoverable faults were seen pointing to axes controller unit (acu) not detecting nodes after and at startup (error 307).